Event description:
Information received indicates the valve was explanted due to the valvular regurgitation. Two small holes were found in the leaflets. The valve was replaced with no additional consequences reported for the patient.